Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic. Electrical function of the lead was tested with no anomalies. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.